Manufacturer narrative:
Concomitant medical products: product ID: 638rl32 heart ring, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) does not appear to be working correctly. The ipg remains in use. No patient complications have been reported as a result of this event.